Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called because, she found a letter about the loose drive support cap in the customer's belongings. The caller then mentioned that the customer has passed away. The caller stated that he was having troubles controlling his blood glucose levels, and ended up going to the hospital. The caller was not prepared to give any details regarding the customer's death, and stated, she would call back once she's ready to provide more information. Called the customer's wife twice for more information. No answer. Sent wife a letter to have her call in for more information about the death. Nothing further was reported.